Event description:
It was reported that when they went for a pump refill 2 weeks ago on (B)(6) 2026, the healthcare provider (hcp) said the manufacturer sent them a different kind of catheter that was plastic and doesn't connect to the hub. When the hcp went to refill the medication, the patient felt something leaking down their side and stomach. The patient stated the hcp told them it was the new medicine and they were not sure how much had leaked out. Additional information was received from the healthcare provider (hcp). It was reported that the kit used was not manufactured by (B)(6). The cause of the refill kit not connecting to the hub and leaking was unknown, but it was thought that plastic tubing was stripped by the metal needle. The pump kit had been discarded. Per healthcare provider, the refill kit is a non-(B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).